Event description:
It was reported that, "pt was brought back to surgery for revision hip surgery due to pain. While surgeon was attempting to remove the head from the stem, the whole head/stem construct came out. Surgeon then replaced the stem with the restoration stem and head listed above."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.